Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was notified via vibratory alert on an unknown date of an event of high defibrillation impedance on the right ventricular (rv) lead. On (B)(6) 2021 the physician capped and replaced the rv lead to resolve the issue. The patient condition was stable.